Manufacturer narrative:
Age/date of birth: unknown/ not provided. Date of event: unknown, not provided. Serial#: unknown/not provided. Catalog#: a partial catalog # is unknown, as product serial number was not provided. Expiration date: unknown as product serial number was not provided. UDI #: UDI # is unknown as product serial number was not provided. If implanted; give date: exact date is unknown; however, reported about a year ago, therefore best estimate date is (B)(6) 2018. If explanted; give date: n/a (not applicable). Lens remains implanted. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The surgeon reported that his patient who had a zlb00 intraocular lens (iol) implanted in her eye about a year ago has not been happy with her reading acuity. He thinks that the patient's capsular bag has caused the lens to shift and decentralized where she is looking through the rings. The surgeon indicated that he may exchange the lens for a zma model instead of repositioning the lens. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are(B)(4) and CAPA(B)(4) .

Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site as it remains implanted. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the product identifiers are not available; therefore, a manufacturing record evaluation is not possible. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.